Event description:
Pt was admitted for left total hip arthroplasty using the direct anterior approach. Broaching was carried out up to a size 7 which achieved excellent fixation. The 7 broach became incarcerated within the femoral canal and was not extractable. Attempts were made to remove the broach using the trunnion or capture device on the broach which broke off. Also tried an ortho device. More then 2 hours were spent trying to extract the broach through the top of the femur. It was finally determined that the device would need to be removed distally. The pt was repositioned in a lateral fashion. A long rectangular window was made within the lateral aspect of the femur approx 6 cm x 1 cm. The window was removed and we were still unable to remove the broach. Finally some bone ground the tip of the broach was removed and the broach was able to be freed. The pt suffered increased blood loss, surgery/ anesthesia time, post operative myocardial infarction requiring stent placement, transfer to the ICU where he was treated for hypotension and received multiple units of blood.